Manufacturer narrative:
This report was determined to be a duplicate of manufacturer report number 0001811755-2019-01000. Follow-up report submitted to document device evaluation results.

Event description:
The manufacturer service technician reported that the device had paint chipped while it was being serviced at the user facility. There were no adverse consequences related to this event.

Event description:
The manufacturer service technician reported that the device had paint chipped while it was being serviced at the user facility. There were no adverse consequences related to this event.